Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported the 71 year old female patient was implanted with an impella cp for mechanical circulatory support as percutaneous coronary intervention. While on support, the pump experienced suction that was resolved by weaning from p3 to p2. The patient was successfully weaned and the pump explanted.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.